Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Expiration date - ni, date implanted - ni, manufacture date ¿ ni.

Event description:
It was reported that a left hip revision procedure has been indicated due to dislocation resulting from trochanteric escape with limited bone. However, no revision procedure has been reported at this time.